Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic stated that the insulin pump had insulin flow blocked alarm. Customer stated the issue was resolved by reservoir change. During troubleshooting insulin pump had an error alarm. No harm was required during medical intervention. The insulin pump will not be returned for analysis.